Event description:
During service by baxter, the infusion pump failed the accuracy test due to overdelivery. No patient injury or medical intervention had been reported replated to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: during servicing by baxter, the pump failed the accuracy test due to overdelivery. Inspection of the device found that the overdelivery was caused by a faulty pump head module. The pump head module was replaced and the pump was returned to the customer fully operational.